Event description:
Meter was prompting an apply sample message. The pt reported that while attempting to test she obtained an apply sample message. She reported symptoms of sweating at the time of concern. She contacted her diabetes treatment professional for advice and the pt took glucose. No medical intervention was reported. The issue was not resolved with troubleshooting. The pt was using the correct technique to apply the blood to the test strips. A replacement meter has been sent.